Manufacturer narrative:
Although requested, product has not been received. A follow up report will be submitted with failure investigation results should the product be received for evaluation. Patient demographics requested however not provided.

Event description:
It was reported when initiating a fluid for administration the user noticed that there was no flow with the roller clamp activated . Upon closer observation there was a kink in the set. Although requested there was no additional event details/product information provided.